Manufacturer narrative:
(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The customer troubleshooted the unit by replacing the power board and also the turbine motor board individually. But when the customer replaced the affected components at the same time the issue was resolved. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported motor fault error on the vela ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.